Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "broke and is empty." Device remains implanted.

Event description:
Device has been explanted.

Event description:
Patient reported left side "broke and is empty." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, wear abrasion, and a curved opening on the anterior. A leak test and microscopic analysis were performed which identified a sharp opening on the plug strap disk shell. A dimension measurement in the shell was performed which identified the thickness is within specification. Based on the device analysis, the final assessment is a sharp opening due to an unidentified tear opening.